Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. No alarms were noted. The pump had cracks on the display window corners and battery tube threads, as well as a scratched display window. The pump also had a broken reservoir tube lip.

Event description:
The patient reported an alarm during the prime process. Troubleshooting was performed, and no damage to the drive support cap was noted. Advised the patient that the insulin pump would be replaced. Nothing further was reported.